Event description:
Additional information received indicates the minute ventilation feature for this pacemaker was turned off and the patient was doing well. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this patient experienced sinus arrest and the pacemaker's paced rate dropped from about 120 beats per minute (bpm) to around 60 bpm when the patient was exercising. Boston scientific technical services (ts) was contacted for assistance. It was noted that the competitor right ventricular (rv) lead and competitor left ventricular (lv) lead are connected to this pacemaker using a y-adapter. Ts discussed possible root causes and requested for device data to be sent for analysis. Analysis of the device data revealed two time periods during which the minute ventilation activity was not recorded despite continued accelerometer activity. These time periods correspond to when the patient experienced a drop in heart rate. This device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) 7 months later.